Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's relative or friend contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter continued to prompt the battery symbol (battery indicator) on the screen. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter stated that the alleged issue began on (B)(6) 2011 at 9 pm. The cca was informed that the patient manages his diabetes with insulin (self adjuster) and due to the product issue he made no changes to his usual diabetes routine. The reporter claimed that on (B)(6) 2011 at 8:22 am, after the product issue, he became shaky but received no treatment to address this symptom. At the time of troubleshooting, the cca noted that the batteries did not need to be replaced. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claimed that the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.